Event description:
The complainant reported that a patient implanted with an impella cp developed hemolysis. The pump support level was dropped from p9 to p6 and an echo was completed to verify the pump positioning. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the hemolysis was not determined since no product was returned and insufficient clinical details were provided. The cause of the access site bleeding was most likely use-related since the act was above the recommended range. The pump passed all post-sterile inspection checks.